Event description:
Customer requests log review for report of over infusion: d5w with 150 meq sodium bicarb for a total of 1150 ml to run at 200 ml/hr. Infusion started at 01:30 am and nurse found bag empty at 04:45 am and was to complete at 07:30 am. No patient harm or additional medical intervention required. Investigation continues. Follow up report will be filed when completed.

Manufacturer narrative:
Patient information requested and all available information is included.